Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. An interference with the mentioned drug "isotheronin" is not known and is very unlikely as a root cause.

Manufacturer narrative:
The field service engineer verified the liquid level detection and the sensor pressure on the pipettor. He centered the sample pipettor, all the probes, and the prewash system. He also changed the measuring cells.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 300 miu/ml and this value was reported outside of the laboratory. The patient contested the result and a new sample was collected from the patient on (B)(6) 2015. The new sample was tested and resulted as <0.5 miu/ml on (B)(6) 2015. The test was repeated on the original sample and resulted as 78 miu/ml on (B)(6) 2015. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided. It was determined that the customer was using sample tubes with a diameter of less than 13 millimeters.

Manufacturer narrative:
This event occurred in (B)(6).